Event description:
Journal article received: effect of lag-screw positions on modes of fixation failure in elderly patients with unstable intertrochanteric fractures of the femur; wu c.c., tai c.l.; journal of orthopaedic surgery (hong kong), 2010 aug; 18 (2):158-165; reported: sliding compression screw fixation was performed to treat intertrochanteric fractures of femur after low-energy injuries on five hundred and ninety one patients. There were 18 cases that were a-23 fractures misinterpreted as a-22, all of which failed. In group 1 (13 cases) lag screws were placed in the central-central area. Failure was attributed to cut-out of the lag screws at the superolateral edge of the femoral head, which was mainly caused by lag screw head jamming the barrel of the side-plate. Group 2 (5 cases) placed lag screw in the inferior 1/3 central area. Three cases resulted in telescoping and shortening of the femur. One case failed due to penetration of the lag screw into acetabulum, and another due to plate loosening with breakage of cortical screws. According to the author, all complications could have been avoided if the surgeons had paid more attention to the preoperative radiograph or had used supplementary techniques. It is unknown if the hardware used was a synthes device. A copy of the journal article is being submitted with this medwatch. This complaint is for patient 12: female, (B)(6). At three months post operation, a revision surgery was performed for cut-out of lag screw and total hip arthroplasty was completed. Functional outcome was good. This report is 2 of 2 for an unknown plate for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.